Event description:
An international affiliate reported, the light blue part of the transfer set is cracked and broken, which caused the set to leak. No patient injury or medical intervention was reported.